Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. We are also unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 27.6 mmol/l (497 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. At 8:41am during breakfast the patient¿s bg levels increased to 18.3 mmol/l (330 mg/dl) and the patient vomited. A bolus of 5 units was administered to treat the hyperglycemia. At 1:56 pm the patient¿s bg levels had increased to 21.9 mmol/l (395 mg/dl). The patient went to the emergency room with a bg level of 27.6 mmol/l (497 mg/dl) and was admitted to the hospital overnight. The patient was diagnosed with diabetic ketoacidosis (dka) and dehydration. At the hospital insulin was administered via intravenous (IV) and manual injections to treat the dka. The pod was removed and the cannula appeared bent. The doctor recommended switching to manual injections.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues were found that would result in high blood glucose levels.